Event description:
A patient on peritoneal dialysis (pd) reported being hospitalized due to a pd related infection. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was hospitalized (date unknown) for peritonitis. It was reported the patient was treated with antibiotic therapy in the hospital and subsequently discharged home. Per the nurse, the patient is recovering from the peritonitis event and continues pd with same cycler. No further information about the hospitalization, or patient details would be provided. However, the nurse stated the peritonitis was not related to any issue with fresenius products. The nurse stated this patient is known to be non-compliant with infection control. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique.